Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in the hospital for a surgery and they were letting him use his insulin pump. Customer stated that his history is gone. Customer's blood glucose level was 127 mg/dl. Customer was using his pump in the hospital to control his blood sugar. Customer thought his settings were wrong in the pump. Customer had a low battery alert. Customer had a crack in the pump. Insulin pump will need to be replaced. Customer's bolus wizard was off and the battery cap was cracked. Customer had a blank display after changing the battery, but the display returned with a battery out limit alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.